Manufacturer narrative:
On june 05, 2023, mentor received additional information about the date of event, patient information, and impacted device. It was reported that the date of event has been updated march 21, 2023. The patient's age at the time of event has been updated to 48 years old. The patient's ethnicity has been updated to not hispanic/ latino. The patient's race has been updated to white. The impacted device was reported to be a 650cc mentor cpx4 plus, smooth, tall height. The catalog number has been updated to scpx140th. The device lot number has been updated to 9720632. The device serial number has been updated to 9720632-001. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent a breast reconstruction with an unspecified breast tissue expander and experienced a deflation on the left side post-operatively. It was stated that after a month, the tissue expander was defective and leaked. As a result, the patient underwent explantation on (B)(6) 2023. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).